Event description:
During the follow up 6 weeks after implantation, the physician observed some recorded episodes with ventricular oversensing. Noise sensing could not be duplicated during the follow up. However, the device was made less sensitive by changing the ventricular sensitivity setting from 0.6mv to 0.8mv (dft performed at 1.2mv at implant). One month later, there were still some oversensing episodes; none of them triggered any therapy. The physician finally decided to replace the defibrillation lead with a true bipolar ICD lead to eliminate oversensing. The ovatio vr was also explanted to eliminate all possibility of oversensing. The physician would like a report on the ovatio vr to determine if there is any defect with the device.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states.